Manufacturer narrative:
No product was returned for investigation. The investigation will be reopened if the product is received.

Event description:
It was reported that curves flatten out after a few hours of placement of short and long arterial catheters. This happened with 8 patients.